Manufacturer narrative:
Evaluation was performed by the customer and evaluation coding provided is based upon customer report. The customer will repair the stretcher with parts provided by stryer medical.

Event description:
The customer reported that the left hand latch mechanism, in the bed rail assembly, is breaking on the inside of the rail itself and the top rail is broken exposing sharp edges. There was a patient involved, but no adverse event which occurred.